Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 10/9/15- pfs and medical records received. The pfs and medical records were reviewed for MDR reportability. The medical records reported increased metal ions, cobalt 63.4 (no reference) and chromium 13.3 (no reference) on (B)(6) 2015, metal stained fluid, pseudotumor and the cup to be somewhat vertical. Stem and cup will be added to complaint. Surgeon noted the cup to be hard to remove with bony ingrowth and chose to not revise it but instead used a differenct liner. Part/lot updated. The complaint was updated on: nov 2, 2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident against the provided liner product/lot combination since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges patient suffers from pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).